Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) level subsequently lowered to 30 mg/dl. The customer consumed carbohydrates to address their low bg. The customer acknowledged that they are aware to not be connected at the site during the fill tubing process.